Event description:
It was reported that the patient had full revision surgery on (B)(6) 2010 due to a lead discontinuity. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.